Event description:
Event description guidant received information that this chronic coronary sinus transvenous implantable lead exhibited high, out of range pacing impedance measurements and high pacing threshold measurements.